Event description:
On (B) (6) 2009, the pt underwent treatment with rtpa which is known to cause opacification in acrylic lenses. In (B) (6) 2009, the lens was presenting opacification in the anterior side and on (B) (6), 2010, the lens was explanted.

Manufacturer narrative:
This lens is sold in the USA under model: ao60g.